Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the descending colon during a polypectomy procedure performed on (B)(6) 2022. During the procedure, the physician has tried to remove a polyp of around 8mm in the descending colon of the patient. It was possible to open and close the snare but it was impossible to cut with the snare. The snare was tight around the polyp but it was impossible to cut anything. After opening and closing the snare several times, it resected the polyp. It was the original device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the descending colon during a polypectomy procedure performed on (B)(6) 2022. During the procedure, the physician has tried to remove a polyp of around 8mm in the descending colon of the patient. It was possible to open and close the snare but it was impossible to cut with the snare. The snare was tight around the polyp but it was impossible to cut anything. After opening and closing the snare several times, it resected the polyp. The original device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device code a050702 captures the reportable event of polyp resecting problem. Block h10 investigation results: one cold snare was received for analysis. Visual analysis of the returned device found no device problems. Functional evaluation of the returned device found that when the device was connected to the 10 inch loop fixture, it contracted and extended well. Dimension test was also performed and the width of the loop was as expected. Media analysis was performed and as per picture provided the loop was taking the tissue, however, the cutting was not possible. No other device problems were noted. The reported event of "loop failure to cut" was confirmed. The device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure, however, a photo was provided and it was observed that the loop was around the tissue but cutting was not possible. Upon analysis it was observed that the device could extend well and the size of the loop was as expected. Therefore, it is probable that the position of the device with the scope, anatomy, or the technique used could induce the reported complaint. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is adverse event related to procedure. This code was selected since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.